Event description:
My (B)(6) has type 1 diabetes. We have used a medtronic continuous glucose monitor (cgm) for almost 4 years to help manage his blood sugar. The cgm is a transmitter that connects to a sensor inserted under the skin and worn for up to 3 days. After 3 days, a new sensor is inserted under the skin and the same transmitter is attached to it. The transmitter then sends messages to an insulin pump that can alert us to high/low blood sugar. We rely on these alarms from the cgm to alert us to possible low blood sugar or hypoglycemia (which can result in seizures or death if not treated immediately. Upon initial insertion of a new sensor, the transmitter cycles through a 2 hour warm-up mode before it starts to read blood sugar levels. After that initial warm-up, the cgm reports blood sugar levels every five minutes for up to 3 days. We received a new medtronic cgm transmitter in (B)(6) 2013. The transmitter worked as usual for a few hours and then stopped working without any alarm to let us know it had stopped working. It went into a "weak signal" mode and then another 2 hours "warm-up" mode without any alarms. This happened repeatedly over the next few days. Each time the cgm stops working, there is no alarm to alert the user that it has stopped working. We reported this to medtronic and they sent us another transmitter. It also malfunctioned. We have over the last month worked with medtronic and tried 4 new transmitters and all of them have malfunctioned. We have met with someone from doctor's office and with a medtronic rep, and both ruled out user error. They acknowledged that the transmitter is not functioning the way it was supposed to. Medtronic has not explained why the transmitter suddenly stops working. We also have a friend in another state whose daughter just started using a medtronic cgm and she is having similar problems. Anyone who relies on these alarms, say in the middle of the night, is in grave danger if the cgm stops working properly.